Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue a heparin syringe. The customer reports being on the heparin lock syringe from (B)(6) 2013 when she was sent home from the hospital after a knee surgery. On (B)(6) 2013, the delivery driver came and had to replace the heparin because of a recall. The customer stated at the time of the recall notice and when the product was picked up she did have product (B)(4), lot 13d0824n. The customer reports coming down with a severe stomach pain and diarrhea. The customer reports being under her primary care doctor and was told that she has an infection. The customer reports she is now on antibiotics again. The dose was 3ml, frequency is twice daily, and delivered into a vein. The reason for use is due to a PICC line. Per additional info on (B)(6) 2013, the customer reports she had gone in for a surgery for a meniscus tear on (B)(6) 2013 and then again on (B)(6) 2013 due to a staph infection. The customer reported her primary care doctor prescribed an antibiotic for the stomach pain, but she could not recall the name of the medication. The customer reported that she just had a total knee replacement because the repair of the tear would not be enough and she went in for surgery on (B)(6) 2013. The customer reports she is still recovering from the knee surgery but is otherwise doing well. The stomach pain and diarrhea did subside and tests were done to confirm the infection was clear.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. Medwatch mw5031774.